Manufacturer narrative:
Plant investigation: the customer reported that samples were available for return, however, as of 11/12/2020, no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076. There were companion samples available for testing, which were tested at both the (B)(6) laboratories; results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(4) test methods were reviewed, and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20lxac045 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020, identified 4 additional reported events for lot no. 20lxac045 related to conductivity issues. A review of the product inventory records for lot no. 20lxac045 indicated that 2138 cases of finished product were manufactured on 9/14/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac045 met release specifications. In conclusion, 20lxac045 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues, and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that before use, the conductivity was at 13.1ms/cm. The theoretical conductivity value (tcd) setting on the machine was not provided and the difference between actual conductivity is unknown. Per the biomed, two cases are affected. The biomed reported that there was annual product maintenance has been performed on the machines and that they use 4000rx12 bicarbonate, lot number: 2kxbc006. A return goods authorization (rga) was issued to the clinic for product return. Additional information has been requested, however, to date, has not been provided.